Event description:
On 22-aug 2024, the hospital reported that during the surgery, when the surgeon used the device, it was found the knob is difficult to be tightened. Change a new acrobat-I, then complete the surgery successfully. There was no harm to patient.

Manufacturer narrative:
(B)(6). The issue occurred in china market, this is for similar device reporting. The investigation has been started since the complaint was received, the following contents have been conducted: 1. Device historical record review: the records of the reported lot have been reviewed., no non-conformity relevant with the reported issue is observed. All the products had been performed 100% mechanical function test during production. They all passed the function test which demonstrate the knob can be tightened and can also tighten the flexlink arm. 2. Trend review: in the 12 months from (B)(6) 2023 to (B)(6) 2024 (event date), the occurrence rate for the reported issue is approx. (B)(4) for suzhou manufactured om-10000 and om-10000z, which is under anticipated occurrence rate. 3. Returned device evaluation: 1). The device was returned to factory for evaluation on sep 04, 2024. Visual inspection was conducted, signs of clinical use and evidence of blood were observed on the device, there were no visual defects observed on the device. 2). A mechanical evaluation was conducted. It¿s observed the knob rotate stuck, the knob could not be tightened, and the flexlink arm could not be tightened. The reported failure "knob difficult/ unable to tighten-arm does not lock" was confirmed. 3). The device was furtherly disassembled for further inspection. The acme nut lead-in thread was found damaged, component records review did not indicate a product or manufacturing defect caused or contributed to the acme nut damage, all the products had passed 100% visual inspection and mechanical function test during production. Since no further interview or information is available from customer side, the specific root cause for acme nut damage could not be determined. The failure mode is addressed in the risk management file and IFU. The device met all product specifications upon leaving the factory. There were no ncrs identified which could cause or contribute to the reported failure. The complaint history review did not identify an adverse trend. There were no consequences or impacts to the patient. So no fca is needed. The trending will be monitored continuously.